Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. Vascular access was obtained via the right femoral artery through a 6fr 45cm non bsc introducer sheath. The 75% stenosed target lesion was located in the severely calcified and severely tortuous left external iliac artery. After a 0.035inch 260cm non bsc guide wire crossed the lesion, an 8mmx4cm mustang balloon catheter was advanced for predilation. Then an 8x40x75 epic¿ vascular stent was deployed. The delivery sheath was removed however it was noted that only the outer shaft was removed. It was confirmed that the inner shaft was still on the guide wire and could not be removed from the guide sheath. While the guide wire was being kept immobile, the inner shaft was slowly pulled and was able to be removed. The physician noted that there was no resistance during removal of the device and the inner shaft detachment could be due to the angled bifurcation of the aorta. Angiography revealed that there were no remaining segments of the device inside the patient. There was no issue with the blood flow. Post dilation as performed using the same 8mmx4cm mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product was an epic sds. The stent was not present as it had been implanted. Blood was noted on the handle of the sds and on the inner shaft. The adhesive on the inner shaft was measured and is within specification. A kink 67 cm proximal to the tip was noted on the inner shaft as well. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the inner shaft of the 8x40x75 epic¿ vascular stent was detached on the 0.035inch 260cm non bsc guide wire. Both the device and the guide wire were removed from the patient as a unit.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the inner shaft of the 8x40x75 epic¿ vascular stent was detached on the 0.035inch 260cm non bsc guide wire. Both the device and the guide wire were removed from the patient as a unit.